Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log file review showed a double disconnect and two controller power-up and pump starts. The first one was an accident, when the patient was changing power sources. The second time the patient heard the no power alarm and both power sources were connected. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed 2 controller power-up and associated pump start events, the first recorded on (B)(6) 2018 at 09:27:53 and the second one recorded on (B)(6) 2018 at 20:59:05.the controller was without power for 26 and 24 seconds respectively. No anomalies were recorded before the controller power ups. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details and/or intermittent connections on one or both power sources.